Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is getting several alarms on the insulin pump regarding a weak battery and when he changes it, he receives a low battery alarm. Customer stated that he has called before about this issue but his batteries are not lasting. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer stated that it has been less than 1 week from the battery change and the battery is not dead yet. Customer reported that he does not wear a sensor. Customer was advised to revert to a back-up plan. Customer will be sent a replacement battery cap and was advised to monitor the pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a cracked display window.